Event description:
It was reported that the 9800 system had blurry images. No patient injury was reported.

Manufacturer narrative:
A ge service representative preformed an on site investigation. The failure could not be duplicated. The system was being used in pulse mode. The system was tested and found to be working as intended and put back into service.